Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation and elevated left ventricular lead thresholds. The lead was reprogrammed on (B)(6) 2019. The lead was later deactivated on (B)(6) 2019 during a follow-up visit in-clinic. On (B)(6) 2019 there was high capture threshold reported again. The lead was reprogrammed and the issue resolved. The patient was stable and doing well.

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation and elevated left ventricular lead thresholds. The lead was reprogrammed on (B)(6) 2019. The lead was later deactivated on (B)(6) 2019 during a follow-up visit in-clinic, as lead repositioning was determined to not be reasonable. The patient was stable and doing well.